Event description:
Customer reported that the pump becomes extremely hot during charging. There was no reported impact to customer's blood glucose level. Customer declined to undertake troubleshooting, and no further action was indicated as follow-up was deemed unnecessary.